Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that an occlusion alarm customer declined to troubleshoot with tandem technical support or receive further assistance. Reportedly, customer changed infusion set and cartridge to address issue. Customer's blood glucose was 230 mg/dl.